Event description:
Chest tube system with leak in system. Does not give adequate negative pressure on mediasterne tubes. To alter chest tube drainage would increase risk of cardiac tamponade or pneumothorax.